Event description:
Gambro quality assurance rep reported four incidents of blood leaks with the psn 210 dialyzer. Two incidents occurred in 2004, one incident occurred 4 days later and one incident occurred the following day. No medical intervention was reported. No further info is available.